Manufacturer narrative:
(B)(4). Associated products : item#: 185263; vngd ssk 360 femur r 62.5; lot#: 6662689. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review found patient presented with swelling and pain with activities and weight bearing. Midflexion instability and patellar clunk with grinding, popping, and swelling. Excised nodule superior to patella component, causing the patellar clunk. Femoral and tibial components well fixed. No complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Initial right total knee arthroplasty approximately 27 months ago, first revision three months later for unknown reasons, second revision four months later for unknown reasons and third revision last month due to grinding, popping, swelling, and instability. During the revision a nodule was noted to the superior patella, no gross infection, and femur and tibia well fixed. The tibia bearing was exchanged without difficulty.